Manufacturer narrative:
Title: clinical features and short-term outcomes of bariatric surgery in morbidly obese patients: institutional experience at a rural hospital. Source: bariatric surgical practice and patient care volume 16, number 1, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a prospective study evaluated postoperative complications of patients who underwent bariatric surgery between july 2016 and december 2017. Suture was used to stitch the staple line and to close the openings of the jejunojejunostomy anastomosis. There were 101 patients in the study and post-operative complications included: 2 patients had reoperation, 5 patients had staple line leakage and a patient with omental bleeding. Staple line leakage was managed with intragastric stenting. Omental hemorrhage was drained by percutaneous intervention.